Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise, high capture threshold, and high pacing impedance were noted on the right atrial (ra) lead. The event was resolved by reprogramming the device. The patient was stable with no consequences.